Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr, 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage to the first proximal strut. The strut was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred.the 90% stenosed, 38x3mm target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3mm target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.